Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had a no delivery alarm during manual priming. The customer performed a set change and was able to get insulin to exit during troubleshooting. The customer also reported that she recently experienced blood glucose levels above 600 mg/dl. Blood glucose level at the time of the call was 594 mg/dl. The customer was advised that the infusion sets would be replaced but will not return the products for analysis.